Event description:
While preparing the 3100a for use, the user was unable to calibrate the patient circuit; the pressure couldn't be increased above about 8 cmh20. Another patient circuit was used and there was no patient compromise.